Manufacturer narrative:
(B)(4) - based on the current information provided, the cause of psc backing into the nurse is due to use error. The cart was placed with the helm flush to the wall and there was inadequate space for the nurse to maneuver the cart. The base of the psc can only be moved manually by pressing on the handlebars and moving the cart in the intended direction. Additionally, the fse checked the system and did not detect any issues. The system was checked by the fse and the reported issue was not reproduced. The fse drove the system forward, backward and sideways multiple times with no issues detected. The kick switch, and cart drive switches were also checked and there were no problems detected. The fse recommended to the site's robotics coordinator that the psc should not be pushed back directly to the wall but instead, be turned on an angle, thus limiting any possible risk of trapping its operator due to a lack of access. Images sent by the fse were reviewed by an isi clinical development engineer (cde) and the following information was obtained: the only automated motion assist features for the xi psc are for the boom and the universal surgical manipulator (usm)s (deploy for draping, stow/sterile stow, deploy for docking, and targeting) ¿ the base of the psc should not move without user interaction. The psc is manually positioned by pressing either or both of the handlebars, which enables the motor drive, and pushing or pulling the psc in the intended direction. The motor drive adjusts speed to how hard the user pushes or pulls. The patient cart has brakes which automatically engage when the motor drive is not in use. The system logs were reviewed by the fse and there were no related issues found. This complaint is reportable due to the following conclusion: a nurse was trying to move the psc forward as it was very near a wall. She did not have much space between the psc and wall when suddenly the psc moved backwards and the staffs left arm was trapped between the wall and cart. She had pain in her left arm and wrist as a result. The pain in her arm was reportedly better but the pain in the wrist was still present 4 days after the incident. It is unclear what medical intervention, if any, the nurse received due to the injuries.

Event description:
It was reported that a nurse was injured while maneuvering a da vinci xi patient side cart (psc). The nurse tried to move the psc forward as it was standing very near to a wall and she did not have sufficient space. While doing so, the robot suddenly moved backward and the staff's left arm hit the wall. She is now having pain on her arm. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the staff involved and obtained the following information: the user had trapped her left arm between a wall and the robot, causing pain to both her wrist and elbow, prior to the start of a procedure. The user explained she was trying to maneuver the system, which was pushed back tight to the wall, and that the system suddenly went into reverse trapping her arm. It seemed that the psc was pushed back against the wall with the helm flush to the wall, making access to move the system very limited, ahead of docking. She said she first moved it forward and to the side, then went to maneuver sideways which is when the system went backwards, pinning her arm between the helm and the wall. There was no report of patient involvement.